Event description:
It was reported that during preparation, the doctor found that some contrast leakage on the surface of the balloon that was believed to be due to a leak. There was no patient contact.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned device contained an unknown crystallized substance. Attempts were made to clear the obstruction, but functional testing could not be performed as the unknown substance was blocking the inflation lumen. The observed unknown substance is believed to be procedural residues. No other anomalies were noted. Review of the device labeling found that the device was used against the labeling and/or directions for use. Per the reported information, the physician used an inflator to inflate to 4 atm for testing. The device dfu precautions: "do not prepare or pre-inflate the balloon prior to deployment, other than as directed. Use balloon purging technique described in the operational instructions." It cannot be definitively determined if this is related to the reported issue. Since the review and analysis of available information failed to indicate a probable cause, a cause of undeterminable was assigned.

Event description:
It was reported that during preparation, the doctor found that some contrast leakage on the surface of the balloon that was believed to be due to a leak. There was no patient contact.